Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays high end expiratory pressure and high peak inspiratory pressure alarms. The customer reported the circuit pressure transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Also component tampering may have contributed to the reported problem. This issue will be internally investigated within vyaire.